Event description:
It was reported that the patient had driveline power fault and driveline communication fault alarms. Log files were downloaded and the patient shared photo of the driveline with broken upper layer part. The patient was reported to be stable at the time. The log files captured constant driveline power fault alarms beginning on (B)(6) 2024 as well as driveline communication fault alarms between (B)(6) 2024. It was recommended to replace the system controller and modular cable. It was additionally communicated that the alarm was cleared and after clearing it, the alarm did not reoccur. The clinical team performed x-ray of the driveline and rescue tap was applied to the broken part of the driveline. The patient was discharged home.

Manufacturer narrative:
E1, reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault and driveline communication fault alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Furthermore, review of the submitted images confirmed damage and discoloration to the pump cable; however, a specific cause for these events could not be conclusively determined. The submitted photographs confirmed damage to the outer jacket of the pump cable adjacent to the inline connector bend relief. The underlying bionate layer was exposed, but the damage did not appear to penetrate beyond this layer. A slight bend in the cable was also observed at this location. Additionally of note, the inline connector bend relief was discolored dark brown. The x-ray images captured the internal and external portions of the patient's pump cable, showing the same bend observed in the cable adjacent to the inline connector bend relief. The x-ray images were otherwise unremarkable. Evidence of wire damage could not be confirmed based on the submitted images. The submitted controller event log file contained events on 23oct2024. A driveline power fault alarm was active throughout the entirety of the file. Review of the submitted controller periodic log file revealed driveline communication alarms captured on (B)(6) 2024, as well as additional driveline power fault alarms captured from on (B)(6) 2024. A specific cause for the alarms could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and instructs patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including driveline power fault and driveline communication fault alarms, as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault and driveline communication fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.